Manufacturer narrative:
(B)(4). The customer returned one 4-l cvc for evaluation. The sample contained obvious signs of use in the form of biological material in the extension lines and on the catheter body. Visual inspection revealed a small hole in the proximal extension line adjacent to the luer hub. This hole is consistent with undue force being applied on the extension line. The length of the catheter body was measured to be 218 mm which is within specifications of 207-227 mm per catheter product drawing. The outer diameter of the proximal lumen measured to be 2.186 mm which is within specifications of 2.13-2.21 mm per proximal extension line extrusion product drawing. The inner diameter of the proximal extension line measured to be 0.057", or 1.4478 mm, which is within specifications of 1.42-1.50 mm per proximal extension line extrusion product drawing. This indicates that the wall thickness measured as expected. The catheter was flushed using a lab inventory syringe to ensure there were no blockages. The proximal line was found to be blocked with dry biological material. It was removed with a lab inventory wire. The distal end of the catheter body was then clamped, and a water-filled lab inventory syringe pressurized each line. The proximal lumen leaked near the luer hub when pressurized. No leaks were detected in the distal, medial 1, or medial 2 extension lines. A manual tug test confirmed all four extension lines were fully secured within the luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line leak during use was confirmed by complaint investigation of the returned sample. The proximal extension line contained a small hole adjacent to the luer hub. This damage is consistent with undue force being applied to the proximal extension line luer hub. A device history record review was performed based on sales history with no relevant findings. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that when saline was perfused into the proximal lumen of the cvc, it was found that the saline leaked just above the lumen hub.

Manufacturer narrative:
(B)(4). Lot number is unknown. Possible lot number is 71f19k0761.

Event description:
The customer reports that when saline was perfused into the proximal lumen of the cvc, it was found that the saline leaked just above the lumen hub.